Manufacturer narrative:
(B)(4). Batch # r92u8x. Investigation summary the device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument and the hand activation feature was non functional, the device was tested with the test media and performed as expected. However, it worked properly with foot switch assembly and it passed the pre-run. In addition, no alert screen was displayed as reported. No unexpected ready to pre-run was noted at any time as reported. The ¿tighten assembly¿ alert screen appears when the instrument may not be properly assembled to the handpiece. However, no alert screens were displayed at any time during testing. The instrument was disassembled to perform an internal electrical test that revealed a hand activation open circuit condition at the cable level, affecting the functionality of the handpiece. No conclusion could be reached as to what caused this issue. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a gastric bypass procedure, surgeon was using the handpiece and the handpiece failed. The patient was already intra-op during the initial procedure and the problem was not solved so the surgical procedure could not be concluded. The situation of failure of the product was presented when the patient had already had trocars placed and the doctor tried to use the handpiece. The generator indicated error and continued making error, ¿adjust the handpiece, harmonic was reassembled.¿ the only reason the initial procedure was stopped and rescheduled for the next day was due to devices not being available. The hp054 was not a brand new (¿the handpiece was 94 uses") and the surgeon did not attempt to use any other devices besides the harmonic to complete the initial procedure on (B)(6) 2019. They postponed the surgery for the next day when they had another gray handpiece and the patient was ¿reinterventioned¿ the next day on (B)(6) 2019. In this second surgery on (B)(6) 2019, there was no device failure and the procedure concluded without any eventuality. Patient was stable and the surgery was successful. The doctor does not consider that the ¿delay¿ could have caused death, serious injury, or harm to the patient.